Manufacturer narrative:
The customer reported not being able to obtain any readings and receive glucose alarms due to signal loss. Attempted to replicate the customer's complaint using similar configurations of samsung galaxy s9, android 10, 2.10.1.10406 and the reported issue was unable to be replicated and the system and functioned as intended. There were no issues identified with the freestyle librelink application during replication that would have led to the reported issue. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with huawei clt-l29 phone with android operating system version 10 , app version 2.10.1.10406. The customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced hypoglycemia and was unable to self-treat, requiring treatment of apple juice provided by third-party. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the adc device in use with huawei clt-l29 phone with android operating system version 10. The customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced hypoglycemia and was unable to self-treat, requiring treatment of apple juice provided by third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.